Event description:
The customer reported that the device ¿won¿t charge up past 30 joules regardless of settings.¿ no patient involvement was reported.

Manufacturer narrative:
(B)(4). The philips customer care center rep worked with the customer and clarified the issue as the device was failing to deliver the correct energy during routine pm testing. The problem was isolated to the optical switch assembly. The customer ordered and replaced the energy select switch to resolve the issue. The device remains at the customer site.